Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30 serial #: (B)(4) product description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation due to some of the leads were broken.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to some of the leads were broken.

Manufacturer narrative:
Additional information was received that the patient had infinion splitters and appeared to have open contacts on both leads. The patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-4316 lot #: 16744668 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to some of the leads were broken.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to some of the leads were broken.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to some of the leads were broken. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to some of the leads were broken.